Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis.

Event description:
During the preventive maintenance of the da vinci surgical system, the intuitive surgical, inc. (Isi) field service engineer (fse) found that the patient side manipulator (psm) failed the brake inspection test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.